Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g3, g6, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: disconnection in receptor module. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event no image on the monitor after turning it on and e226 scope communication error was cause due to disconnection in printed circuit board, receptor module. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center exhibited no image and error e226 displayed. The issue was identified during inspection for use. There were no reports of patient involvement.